Manufacturer narrative:
(B)(4). Correction lot#. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal right coronary artery that did not have any tortuosity. A 4.0 x 18 mm xience sierra stent delivery system (sds) was used and did not meet any resistance during advancement. However, the stent dislodged from the balloon. Therefore, the stent was removed with a snare device and another unspecified xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.